Event description:
It was reported that the customer's blood glucose level was above 600 mg/dl. The customer needed assistance uploading his insulin pump to carelink. He treated his blood glucose level with the insulin pump. The customer was in the hospital for a transplant and was using apidra. In the alarm history no delivery alarms, bad battery, and battery out limit alarms were found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.